Event description:
It was reported that the patient experienced unspecified issues with a previous inflatable penile prosthesis (ipp). The device was removed and replaced for a new ipp. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to a cylinder was eroding the patient's distal corporal body causing slight pain. There were no product malfunctions.